Event description:
It was reported that after a supply change and a nap, the user experienced hyperglycemia with a blood glucose of 386 mg/dl and no device alarms, and troubleshooting included disconnecting from the site, priming to confirm drops, and completing a new infusion site change with resumption of insulin delivery. Symptoms included dizziness associated with hyperglycemia. Outcomes included no hospitalization, no medical intervention, no back-up therapy, and no ketone testing. Investigation included guided troubleshooting and user education, including verification of flow during tubing fill and a full site replacement. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with a possible infusion-site issue not confirmed because the prior cannula was discarded and could not be assessed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.